Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported being hospitalized due to her high blood glucose. She reported it was 366 mg/dl today. The customer went to the hospital and the doctor removed the pump and the customer was treated with insulin injections and feels better. A request was made for the return of the device.